Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual cramps/ dysmenorrhea (cramping)"), rash ("rash/skin condition"), psychological trauma ("psychological trauma/psychological or psychiatric problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), migraine ("migraine"), nausea ("nausea"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("female sexual dysfunction "), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, rash, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, migraine, nausea, weight increased, genital haemorrhage, female sexual dysfunction, hypersensitivity, bladder disorder, nervous system disorder, allergy to metals, vision blurred, gastrointestinal disorder and back pain outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: essure conformation test unspecified result not provided. Lot number: 509816, manufacture date: 2006-05, expiration date: 2008-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual cramps/ dysmenorrhea (cramping)"), rash ("rash/skin condition"), psychological trauma ("psychological trauma/psychological or psychiatric problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), migraine ("migraine"), nausea ("nausea"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("female sexual dysfunction "), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, rash, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, migraine, nausea, weight increased, genital haemorrhage, female sexual dysfunction, hypersensitivity, bladder disorder, nervous system disorder, allergy to metals, vision blurred, gastrointestinal disorder and back pain outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure removal date:- (B)(6)2016 and (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure conformation test unspecified result not provided.. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received -new event genital bleeding, abnormal bleeding (vaginal, menorrhagia),allergic orhyper sensitivity reaction, apareunia, psychological or psychiatric problems, rashes, bladder or urinary problems or changes, neurological conditions or problems, back pain, nickel allergy,blurred vision,perforation (uterus), gastrointestinal or digestive system condition were added lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual cramps/ dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological trauma"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the dermatitis allergic, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dermatitis allergic, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Reporter information updated. Reporter information updated. Patient demographic information updated. Essure stop date updated. Events: rash/skin condition, psychological trauma, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, headache, migraine, nausea, weight gain newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infections"), hypersensitivity ("allergic reaction") and dysmenorrhoea ("menstrual cramps"). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, infection, hypersensitivity and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, hypersensitivity, infection and pelvic pain to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.